Event description:
During a PICC placement today I took in with me 2 pairs of sterile gloves size 7.5. On both sets one of the gloves ripped during donning. A third set was obtained from staff and did not rip and was used for the PICC placement. FDA safety report ID# (B)(4).